Event description:
Attorney alleges a fire potentially originated where a pride mobility scooter and charger were located.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.